Event description:
Related manufacturer reference number: 2017865-2022-01124. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited inappropriate mode switch due to noise oversensing. Externalized conductors were noted on the right ventricular lead previously. Both lead were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Electrical test found internal short between the inner and outer coil. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 11.8 cm to 12.0 cm from the connector pin. Clavicle crush was also found damaging the outer insulation at 25.8 cm to 27.0 cm. The inner insulation and the outer coil was also found damaged. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to the device can and clavicle crush damage.